Manufacturer narrative:
Pump received with button error alarm and had no button response due to corroded keypad traces. Unable to performed displacement test duet o no button response. Pump received with no moisture damage on the electronics, motor, vibrator and battery tube assembly. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 260 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.